Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported the rep thought the patient's implantable neurostimulator (ins) was completely depleted. The rep wanted to make sure she was doing everything she possibly could before they made any decisions. The rep's clinician programmer was showing no response to the device and was showing to reposition the telemetry head. The implantable neurostimulator recharger (insr) would not "do anything." The rep saw a reposition antenna screen on the insr. The rep was unaware of any other overdischarges that had occurred. It was alleged the patient was overdischarged. Communication could not be established with the patient programmer (pp), the insr, or the clinician programmer. The patient was not feeling stimulation. The patient had not used her therapy since 2011. The patient decided to use her therapy again because her back pain had become excruciating within the last year. The patient was unsure when the last successful recharge occurred, but she thought it had been since 2011. An antenna locate feature was attempted but it ended in a reposition antenna screen again. The rep confirmed that a physician mode recharge (pmr) was working and would wait with the patient to see if a regular charging session could be initiated. The patient had contacted her healthcare provider (hcp) to discuss using therapy again. The patient was unaware she was unable to communicate with her insr. Patient symptoms reported included back pain. The rep later reported she had completed three pmr sessions and was still not getting a response. The ins had not been charged since 2011. It was reviewed that the battery was expected to come back and that the rep could keep going until either the hcp or the patient felt it was no longer the best option. Additional information received from a manufacturer's representative (rep) reported that after four 60 minute timers, they were able to reboot the patient's battery. The patient went home to charge overnight and the rep met with the patient the next day. The patient charged all night long and was only 25% charged. The rep was able to begin a reprogramming session in which stimulation was changed and redirected to better areas of pain. However, the battery began to get low and the reprogramming session was stopped. The patient was asked to recharge her battery at home so they could meet again for another reprogramming session. However, when the rep talked to the patient again, the patient said she recharged her battery to full capacity, but it was losing charge very quickly. At the time of this report, the patient was going to be seen by her pain management physician and further appropriate action would be decided by both parties.